Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Date of explantation: (B)(6) 2022. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 49-year-old asian female patient underwent a breast augmentation primary with unspecified mentor saline breast implants and experienced deflation on the left side post-operatively, which was confirmed during a physical exam. As a result, the patient is scheduled for removal on (B)(6) 2022.

Manufacturer narrative:
On nov 23, 2022, additional information was received indicating the patient also experienced capsular contracture baker grade unknown on the left side. The replacement device was identified as a mentor saline breast implant (lot number 9739708). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On oct 27, 2022, additional information was received indicating the impacted product is a saline mentor smooth round moderate profile 375cc breast implant, catalog number 3501660, lot number 6779855.a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2022, the mentor failure analysis lab received the device for evaluation. Additional information was received with the device indicating the date of explantation was (B)(6) 2022.device evaluation summary:the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Isual analysis of the returned sample revealed that the sal smooth rnd diap 375cc breast implant had a crease/fold on the posterior view.leak testing was performed, according to the mentor procedure, and it identified a tear within the crease/fold measuring approximately 0.1 cm.the evaluation determined that the cause of the rupture was consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time.it should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.manufacturer¿s reference number:(B)(4).